Event description:
We have learned of a potential mold contamination of (B)(4) laboratories 7.0ph buffer solution that is used at this facility. At this time, we are not aware of any adverse events associated with this problem; however, we want to alert both (B)(4) laboratories and the FDA of the issue. Product was discontinued upon notice of the possible mold issue on or around 09/30/2012.